Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination of the shaft found that the distal extrusion was kinked at various locations along its length. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from a balloon pinhole leak. The pinhole was located at 1mm distal to the proximal markerband. No damage was observed along the blades. No kinks were noted along the shaft. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was advanced and upon the third inflation, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/2.75 flextome cutting balloon was advanced and upon the third inflation, it was noted that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's condition was good.